Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, no cable damage detected. No product issue was found. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The scissor blades were tinged and showed signs of usage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.